Manufacturer narrative:
Information updated/corrected/added to section b4, g3, g6, h2, and h6 (component code, health effect - clinical code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided. Available information suggests anatomical and procedural factors likely contributed to the event. As per information received, imaging was challenging throughout the procedure, including shadowing of a previously implanted pacemaker. In addition, complex anatomy was also reported, which might have also contributed to difficult device maneuverability. These factors may have led to the chordae capture together with the septal leaflet, creating an increased tension on the implant and ultimately resulting in the slda. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure, a single leaflet device attachment (slda) occurred with the first implant. Patient had functional tricuspid regurgitation (tr) and a previously implanted pacemaker. First ace was implanted in a-s (anterior-septal) position. Following the deployment, slda occurred as the device lost capture of the septal leaflet. The event was associated with challenging imaging conditions, complex anatomy, and shadowing from other implanted devices. The perceived root cause was grasping of chordae on the septal leaflet with excessive tension after deployment. No device malfunction or interaction was reported, and there were no difficulties during suture removal. Following the slda, an attempt was made to stabilize the detached device; however, this was unsuccessful. Patient remained in stable condition. On pod 1, a reintervention was performed. Two pascal ace devices were successfully implanted, both in a-s position. The first device was implanted anterior to the previously detached ace from the index procedure, and the second device was implanted posterior to it. Tr was reduced from massive pre-procedure to moderate post-procedure. Patient remained stable before, during and after the procedure.